Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that we again have 2 reports of leaking taps with a different lot number. Addtl information there¿s no lot number available. The sample was discarded because the patient was hiv positive, so we can¿t collect anything further from that side. We¿ll receive a photo shortly; I¿ll share it as soon as it comes in. The patient was on a different ward in the hospital. Davine submitted the report, but she didn¿t see the issue herself.